Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what was the surgical procedure? A laparoscopic rectum procedure. What was the target tissue being stapled? No information. Please explain what is meant by cartridge broken off. What type of damage occurred? No information. During 2nd firing, were any staples deployed? No information. At least, the target tissue was not stapled. Was the issue cut? No information. Is the stoma permanent or temporary? No information. Is the cartridge that broke being returned? Yes. What is the current patient status? No information. No further information will be provided."

Event description:
It was reported that during a laparoscopic unknown procedure, the target tissue was not stapled at the 2nd firing and it was found that the cartridge was broken off. The device was used on the rectum. It was also found that the center part of the cartridge where the knife moved through was distorted. The bleeding site was performed a hemostasis and a stoma was created. The amount of the bleeding was unknown. No blood transfusion was required. No pieces were left inside the patient. Additional hand suture was performed to complete the case.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p57c0p. Investigation summary: the analysis results showed that one gst60d cartridge reload was received. The reload was received partially fired 1/2 and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information received: the stoma was planned to be created from before the procedure. Additional information requested and received: was the planned stoma anticipated to be temporary or permanent? Is the stoma that was performed temporary or permanent? No information. No further information will be provided."